Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had a reservoir leak. The customer reported the issue occurred when they attempted to bolus. The customer smelled insulin and noticed the leak. Customer's blood glucose was 321 mg/dl at the time of incident. The customer stated the leak was located at the o rings. The customer declined to return the reservoir for analysis.